Event description:
It was reported that foreign matter was found in the bd slip tip syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter: "the chemist found that there are visible impurities and soil particles in the syringe blister."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the returned photos, foreign matter was observed on the syringe product. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd slip tip syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter: "the chemist found that there are visible impurities and soil particles in the syringe blister."